Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not feeling well. She changed the infusion set and gave herself a bolus. The insulin pump alarmed no delivery. Customer's blood glucose level was 594 mg/dl. She used the insulin pump to correct her blood glucose level. The infusion set had a bent cannula. The device was not returned.